Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection (inj) vancomycin (1 gram in first bag then every 5th day) and inj megnova (dose, frequency, and route not reported). One day after the receipt of this report, it was reported that the patient's pd effluent was clear, the patient was still taking remedial therapy, dianeal therapy was ongoing, the patient was recovered from the peritonitis and was reportedly doing well. No additional information is available.

Manufacturer narrative:
On the same day as the onset, the patient began treatment with injection vancomycin (1 gram in first bag, then once every 5th day, given intraperitoneally) and injection magnova (500 mg in each bag, given intraperitoneally) for sterile peritonitis. Nine days later treatment was discontinued. Should additional relevant information become available, a supplemental report will be submitted.